Manufacturer narrative:
Follow-up from 16-jun-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding for weeks at a time. This event, interpreted as genital bleeding, is serious due to medical significance and listed in the reference safety information for essure. During essure therapy abnormal genital bleeding and menses pattern changes may occur. Therefore, a causal relationship between essure and the reported event cannot be excluded. Also, non-serious events were reported. This case was regarded as incident due to the required intervention to remove essure (hysterectomy). A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). Further information could not be obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5038352) in united states on 18-feb-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. The consumer stated that she was not aware of nickel in product before or at the time of insertion. A few months after placement, she started having bad cramps with periods and she was bleeding for weeks at a time. She also had ovarian cysts from this and on (B)(6) 2013 she had a hysterectomy to remove essure. An injury (required intervention) was mentioned but not specified and /or assigned to one of the events. Follow-up will be requested. Follow-up received on 26-feb-2015. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: this is not a confirmed report from a patient. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Cysts are not a known failure mode related to essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding for weeks at a time. This event, interpreted as genital bleeding, is serious due to medical significance and listed in the reference safety information for essure. During essure therapy abnormal genital bleeding and menses pattern changes may occur. Therefore, a causal relationship between essure and the reported event cannot be excluded. Also, non-serious events were reported. This case was regarded as incident due to the required intervention to remove essure (hysterectomy). A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.